Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the case transpired well, and there were no known issues with the instrument throughout the case. The anastomosis was said to be good immediately after the case. The pt had to be brought back in for re-operation after the original case.